Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
Customer's mother reported customer passed away on (B)(6) 2014. Customer was admitted to the hospital on (B)(6) 2014 for an infection. The infection led to customer's legs being amputated and eventually lead to his death. Customer passed away while still in the hospital. Customer's blood glucose at his passing was unknown. Customer had been off the insulin pump for three months before his death. Customer had chosen to remove the device. The device is being returned for analysis. Nothing further reported.